Manufacturer narrative:
Manufacturing site evaluation: evalution on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that immediately, new onset r l5 radicular leg pain, numb, weakness, loss of range of motion. Event outcome: delayed return to work, unresolved, still struggling. Patient's clinical outcome: poor. All medwatch submissions related to this report are: 9610612-2018-00235, 9610612-2018-00236, 9610612-2018-00237.

Manufacturer narrative:
Investigation: no product at hand. Batch history review: the manufacturing documents of all involved implants have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage or patient related. Rational: with the lack of information, a definitive root cause cannot be determined. The incident occurred immediately after implantation, therefore we assume tat a patient related root cause is unlikely, but cannot be excluded. According to the device history record, a material defect or manufacturing error can be excluded. Without further knowledge about the circumstances, we assume a usage related error. No CAPA is necessary.